Event description:
The customer performed a blood glucose and received a result of 107 mg/dl. The customer felt very shaky and customer's heart was beating quickly. Customer called paramedics who arrived and received a result of 78 mg/dl. The paramedics performed and EKG. The customer was taken to the emergency room where customer ate. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.